Event description:
Same case as 2134265-2014-06907 and 2134265-2014-06932. It was reported that automatic pullback failure occured. During an unspecified procedure, the motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. Upon pullback, automatic pullback has stopped unexpectedly and that its run had no data. Mdu operation was checked using a test opticross¿ catheter and was unable to duplicate the problem. No patient complications were reported.

Manufacturer narrative:
The complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).